Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke when the sphincterotome was bowed. No part of the cut wire detached inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the extrusion was melted at the distal pierce hole, and the distal end of the cutting wire with the anchor had dislodged from the distal pierce hole but remained attached to the device. Further analysis of the device found a 4mm proximal tear at the distal pierce hole. The weld-solder integrity of the cutting wire-anchor notch was found to be intact. The condition of the returned device was consistent with the complaint that the cutting wire was broken. During manufacturing, the devices are 100% inspected and the dislodged cutting wire/anchor, melted extrusion, and twisted working length are likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke when the sphincterotome was bowed. No part of the cut wire detached inside of the patient. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.